Event description:
It was reported that the device would reset and was not able to provide defibrillation therapy. There was no patient involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly that connects the user interface pcb to system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed flex cable assembly at the failure analysis center and determined the cause of the failure to be several damaged flex lands from the p21 connector (c1, c2, and c3). The listed flex lands were torn from the connector solder pads and making an intermittent contact. The observed failure resulted in the test mock-up device to either fail to power on, power off, reset or automatically power off by itself.